Event description:
During a procedure it was stated by the affiliate that the sales rep. Is reporting surgeon's comments and it was not directly related to a particular day of surgery. The surgeon is not able to get the safety shield on when getting into the abdominal wall. Also he is having problems arming the trocar and finds that the disarms regularity. The unopened instruments noted below are being returned for evaluation.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the instrument's safety shield mechanism and arming mechanism and arming mechanism reportedly are malfunctioning. There were 9 instruments received in sterile blister packs. The product complaint instrument was not returned. There was a single unit which was randomly chosen from the 9 sterile instruments received, for functional testing. The remaining 8 instruments were retained for wet lab use at the ethicon surgical institute. The instrument was removed from the sterile blister pack, was examined and was found to be functional and within design specs. The instrument was armed and cycled repeatedly without incident. The safety shield was examined, tested and found to function as designed. Comments: it should be noted that the instrument is not designed to disarm unless pressure is applied to the blade's bullet tip. Each instrument is evaluated during the assembly process to ensure that if functions properly. The lockout mechanism may become actuated if the applied pressure is lessened or released before insertion has been completed.